Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
The customer reported the interconnect cable is defective, system will intermittently not fluoro. No pt injury was reported.